Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the nasal tracheal tube despite the maximum volume of inflation was insufficient to prevent "air reflux". There was no patient harm.